Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed competitive atrial pacing. No intervention was reported. The patient would continue to be monitored via remote and in-clinic monitoring. No additional information was reported.